Event description:
It was reported that the cot was positioned at half height when the patient sat and swung their legs onto cot, the entire cot dropped to the ground. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Third party evaluation.